Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection their right lead, and the lead was removed. There was no outcome reported from the surgery. No further follow up is possible.